Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an egd (esophagogastroduodenoscopy) procedure for dilation of esophagus performed on(B)(6) 2026.during the procedure, the balloon burst. The procedure was completed with the original device.there were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block d4, h4:detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.block h6:imdrf device code a0402 captures the reportable event of balloon burst